Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. (B)(6). Manufacture date ¿ ni. This is number 1 of 2 mdrs filed for the same events (reference 1825034-2016-01732 & 3006946279-2016-00096).

Event description:
Information was received based on a review of the journal article, "association of lateral humeral offset with functional outcome and geometric restoration in stemless total shoulder arthroplasty." The aims of this study were to determine the association of postoperative lho changes with shoulder function and quality of life and to investigate the ability of stemless anatomic tsa to restore lho, hh, cor, and nsa. The hypothesis was that postoperative lho changes would influence shoulder function and quality of life and the stemless anatomic tsa would restore the tested geometric parameters to acceptable limits. Two patients identified in the article were reported to have experienced post-traumatic osteoarthritis following implantation of the device.